Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05863. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of an anterior colporrhaphy, insertion of mesh buttress anterior vaginal wall, extraperitoneal colpopexy and cystoscopy performed during mesh implantation. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat prolapsed, hypermobility and incontinence. Post implantation the patient experienced recurrence of incontinence, pain and infection. (B)(4).